Event description:
On 4/2/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on 3/28/24. On (B)(6) 2024 the user contacted beta bionics customer care to provide details about the event. On (B)(6) 2024 the user had a late dinner, and their bg was around 70mg/dl. The user announced the meal as "usual" before the meal was ready to be eaten. The user then noticed their bg beginning to drop rapidly so they attempted to eat quickly to counter. The user woke up an hour later with ems in their home. The user reported their son noticed them pass out and begin to seizure. The son called ems promptly. Ems arrived and administered a glucose IV bag. The user's bg was estimated in 30s mg/dl. Ems spent about an hour with the user monitoring their bg readings as they began to rise. The user was not taken to the hospital. The user remained disconnected from the ilet and used manual injections until their healthcare provider (hcp) cleared them to return to using the ilet. The user reconnected to the ilet on (B)(6) 2024. On (B)(6) 2024 the cds followed-up with the user. The user stated they did eat a whole meal feels like it was a "usual" size. The user believes the ilet gave way more insulin than what was actually needed. The cds reviewed the ilet report. The user has gotten the same amount, or more, insulin for a "usual" dinner and glucose has stayed in range. The cds and user reviewed the differences between "less, usual, and more" meal announcements and the importance of eating a meal after announcing.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. A factory reset was found in the logs on (B)(6) 2024 at 5:52pm. Audio setting was found to be logged as "low" on (B)(6) 2024 and all cgm alerts were not changed from factory defaults (all on). Body weight was reentered with the same value following the factory reset. Data for the described event date of (B)(6) 2024 was reviewed. The last infusion set change before the review date was on (B)(6) 2024 at 10:37am while the last cartridge change was on (B)(6) 2024 at 10:15am. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. All cgm glucose values below are measured in mg/dl. Review of the ilet report shows the cgm glucose is in range prior to the low glucose event. A "usual" sized meal is announced at 10:05pm while the cgm glucose is 99 mg/dl.the cgm glucose reaches 63 mg/dl at 10:30pm and remains in the hypoglycemic range for approximately 30 minutes, with the total time less than 54 mg/dl 20 minutes. The cgm glucose nadir of 39 mg/dl. The cgm glucose then trends back into range for 20 minutes (peak cgm glucose 90 mg/dl) before trending back down to into the hypoglycemia range for 40 minutes (total time less than 54 mg/dl was 25 minutes). The cgm glucose reached a nadir of 39 mg/dl before trending back up into range. Insulin dosing was suspended when the cgm glucose was 94 mg/dl and remained suspended throughout the hypoglycemic event. Review of the report shows that the user has received the same insulin dose or even more insulin for their meals and did not have hypoglycemia. However, most of the dinner announcements leading up to the event were "less" sized, which may suggest misalignment with the size of the chosen meals and the actual carbohydrate content in their usual meals. No evidence of device malfunction were found in the engineering logs. The ilet was triggering all low glucose related alerts appropriately and was not seen making basal requests for insulin delivery throughout the low event. The ilet did not resume basal requests until after cgm glucose was above 100mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, it was determined that the ilet operated as intended. The assignable cause to the event was due to delayed meal consumption after the meal was announced which resulted in the hypoglycemic event. It is also possible that the carbohydrate content did not align with the chosen meal size and also contributed to the hypoglycemia event. The ilet user decided the ilet is not a good fit for them and requested to return the device.